Event description:
An ophthalmic surgeon reported approximately 13 patients with toxic anterior segment syndrome (tass) following cataract intraocular lens implant procedures. These instances have occurred in the past two months. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the second complaint reported for this issue. The lot specific to this event is not known; therefore, lot history and device history record (DHR) review not possible. A sample was not returned for investigation. The root cause of the customer's complaint is not known. (B)(4).